Event description:
Allegedly after surgery, the surgeon found osteolysis by x-ray when the pt. Received the routine medical check-up on (B)(6)-2013. Revision surgery was performed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01554, 01555.